Event description:
A 1.5 mm diameter x 12 mm length sprinter mxii dilatation balloon catheter was inserted in a pt for treatment of an unknown lesion. Vessel morphology was not reported. It was reported that the balloon burst. Several attempts have been made to obtain add'l info. The pt is reported to be fine.